Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. 50500530, 768628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermochroic endometrial ablation done with essure implant". The patient's medical history included depression, panic attack, gastric bypass, dvt, factor v leiden carrier, gallbladder disorder, uterine bleeding, renal cyst nos, hiatal hernia, vaginal discharge, spotting vaginal, shortness of breath and post-traumatic stress disorder. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, uterine dilation and curettage and dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin), rivaroxaban (xarelto), sertraline hydrochloride (zoloft) and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: neck, legs, abdominal rashes"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal and excessive bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with biotin, diphenhydramine hydrochloride, nystatin, paracetamol (tylenol regular), phenylephrine hydrochloride;promethazine hydrochloride (phenergan vc), prednisone, sumatriptan (imitrex), valproate semisodium (depakote) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, rash, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer would like the device removed, but she is unable to have removal surgery at this time due to an underlying medical condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory placement of both coils/tubes occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Described medical device monitoring error. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received- removal date added, case became incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain') in a 35-year-old female patient who had essure (batch no. 50500530, 768628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermochroic endometrial ablation done with essure implant". The patient's medical history included depression, panic attack, gastric bypass, dvt, factor v leiden carrier, gallbladder disorder, uterine bleeding, renal cyst nos, hiatal hernia, vaginal discharge, spotting vaginal, shortness of breath, post-traumatic stress disorder and embolism. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, uterine dilation and curettage, dysfunctional uterine bleeding, copd, ovary enlarged and factor v leiden carrier. Concomitant products included clonazepam (klonopin), rivaroxaban (xarelto), sertraline hydrochloride (zoloft) and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: neck, legs, abdominal rashes"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal and excessive bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("ovarian cyst") and abdominal pain lower ("right lower quadrant pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with biotin, diphenhydramine hydrochloride, nystatin, paracetamol (tylenol regular), phenylephrine hydrochloride;promethazine hydrochloride (phenergan vc), prednisone, sumatriptan (imitrex), valproate semisodium (depakote) and surgery (hysterectomy with bilateral salpingectomy,oophorectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, rash, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, weight increased, alopecia, ovarian cyst, uterine leiomyoma and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, ovarian cyst, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer would like the device removed, but she is unable to have removal surgery at this time due to an underlying medical condition. Discripancy noted as removal date (previously added): (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory placement of bothcoils/tubes occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Described medical device monitoring error. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Removal date was updated. Reporters, concurrent conditions were added. Event fibroids, right lower quadrant pain and ovarian cyst added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain') in a 35-year-old female patient who had essure (batch no. 50500530, 768628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermochroic endometrial ablation done with essure implant". The patient's medical history included depression, panic attack, gastric bypass, dvt, factor v leiden carrier, gallbladder disorder, uterine bleeding, renal cyst nos, hiatal hernia, vaginal discharge, spotting vaginal, shortness of breath, post-traumatic stress disorder and embolism. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, uterine dilation and curettage, dysfunctional uterine bleeding, copd, ovary enlarged and factor v leiden carrier. Concomitant products included clonazepam (klonopin), rivaroxaban (xarelto), sertraline hydrochloride (zoloft) and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: neck, legs, abdominal rashes"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal and excessive bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("ovarian cyst") and abdominal pain lower ("right lower quadrant pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with biotin, diphenhydramine hydrochloride, nystatin, paracetamol (tylenol regular), phenylephrine hydrochloride;promethazine hydrochloride (phenergan vc), prednisone, sumatriptan (imitrex), valproate semisodium (depakote) and surgery (hysterectomy with bilateral salpingectomy,oophorectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, rash, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, weight increased, alopecia, ovarian cyst, uterine leiomyoma and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, ovarian cyst, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer would like the device removed, but she is unable to have removal surgery at this time due to an underlying medical condition. Discripancy noted as removal date (previously added): (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory placement of bothcoils/tubes occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Described medical device monitoring error. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Removal date was updated. Reporters, concurrent conditions were added. Event fibroids, right lower quadrant pain and ovarian cyst added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain') in a 35-year-old female patient who had essure (batch no. 50500530, 768628-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermochroic endometrial ablation done with essure implant". The patient's medical history included depression, panic attack, gastric bypass, dvt, factor v leiden carrier, gallbladder disorder, uterine bleeding, renal cyst nos, hiatal hernia, vaginal discharge, spotting vaginal, shortness of breath, post-traumatic stress disorder and embolism. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, uterine dilation and curettage, dysfunctional uterine bleeding, copd, ovary enlarged and factor v leiden carrier. Concomitant products included clonazepam (klonopin), rivaroxaban (xarelto), sertraline hydrochloride (zoloft) and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: neck, legs, abdominal rashes"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In october 2015, the patient experienced heavy menstrual bleeding ("abnormal and excessive bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("ovarian cyst") and abdominal pain lower ("right lower quadrant pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with biotin, diphenhydramine hydrochloride, nystatin, paracetamol (tylenol regular), phenylephrine hydrochloride;promethazine hydrochloride (phenergan vc), prednisone, sumatriptan (imitrex), valproate semisodium (depakote) and surgery (hysterectomy with bilateral salpingectomy,oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, rash, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, weight increased, alopecia, ovarian cyst, uterine leiomyoma and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, ovarian cyst, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer would like the device removed, but she is unable to have removal surgery at this time due to an underlying medical condition. Discripancy noted as removal date (previously added): (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory placement of bothcoils/tubes occluded. Pathology test - on (B)(6) 2019: final diagnosis: uterus, cervix, bilateral fallopian tubes and left ovary: cervix: squamous mucosa with no evidence of dysplasia, see note; benign endocervical glands with mixed acute and chronic inflammation, nabothian cysts. Endometrium: benign proliferative endometrium with no evidence of hyperplasia, atypia or malignancy. Myometrium: focal adenomyosis. Bilateral fallopian tubes: benign paratubal cysts; no other significant pathologic findings. Left ovary: benign ovarian cyst. Negative for malignancy. Gross description: labeled: uterus, cervix, bilateral fallopian tubes, left ovary. Tissue(s) included: uterus with attached cervix and attached bilateral fallopian tubes with attached left cystic ovary. Ovaries and fallopian tubes: right fallopian tube: 7.5 cm length, 0.7 cm diameter. Descriptive features: congested, dark blue-purple with a free fimbriated end. Comments: a coiled wire is present in the proximal fallopian tube and the coiled wire is also present at the cornu region. Left ovary: 40 gm, measuring 5.0 x 4.5 x 3.8 cm. Descriptive features: the ovary has a large fluid-filled cyst, 4.4 cm in diameter. The cyst contains pinkorange, watery fluid and no papillations are identified. Left fallopian tube: 7.0 cm length, 0.8 cm diameter. Descriptive features: dark red with free fimbriated end. Comments: a coiled wire is present in the proximal fallopian tube and a coiled wire is also present in the left cornu region.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Described medical device monitoring error. Lot number: 50500530 manufacture date:2010-02 expiration date: 2013-02 lot number reported (768628) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.